Manufacturer narrative:
The UDI is reported as unknown since the part number and lot numbers were not provided. (B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It should be noted that the reported patient effects of thrombosis, perforation, obstruction, stenosis, and myocardial infarction, as listed in the xience v everolimus eluting coronary stent systems instructions for use, are known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The deaths referenced in the article are filed under a separate medwatch report number. Details are provided in the attached report titled: ¿post-market clinical follow-up evaluation report xience family of stents¿.

Event description:
It was reported through a post-market clinical follow-up evaluation report, that the xience v may be related to side-branch closures, occlusions, perforations, coronary artery bypass graft (CABG), myocardial infarction, target lesion and vessel revascularization, restenosis, and stent thrombosis (st). There was off-label usage in the left main and in vein and artery stent grafts reported with some procedures. Details are provided in the report titled: ¿post-market clinical follow-up evaluation report xience family of stents¿.